Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The nurse reported that the unit had a high pitch audible alarm while on the patient and the unit switched to 100% oxygen. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported that there were no significant errors in the event logs. The customer advised was unable to duplicate the issue. The product support advised the customer to perform a full pvt (performance verification test) to see any failures. The customer performed full pvt and all passed. The unit is back in service.